Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v084152032, implanted: (B)(6) 2008, product type lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer. Patient product ID 3888, lot# v098095, implanted: (B)(6) 2008, product type lead. Product ID 37082-20, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that everything was removed (B)(6) 2011. It wasn¿t working. The patient lost weight and didn¿t need it anymore. It worked for some time and then they just didn¿t need it anymore. The patient didn¿t have a time frame of this. Information regarding cause of event and patient outcome after explant has been requested. If additional information is received, a follow-up report will be sent.